Manufacturer narrative:
Identations and hypopigmentation after opus treatment due to too high energy and plasma settings.

Event description:
It was reported about hypopigmentation and identations following the opus treatment.